Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service representative evaluated the instrument which involved part replacements per normal troubleshooting procedures which resolved the result related issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate with regard to maintenance, component replacement, and troubleshooting the reported issue. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.

Event description:
The customer generated elevated magnesium results while using the clinical chemistry magnesium assay. The customer provided the following results (normal range 1.6-2.6 mg/dl): (B)(6) 2015: (B)(6) initial 6.52 mg/dl, retest 1.8, (B)(6) initial 9.03 mg/dl, retest 1.7, (B)(6) 2015: (B)(6), initial 9.17 mg/dl, retest 2.18. No impact to patient management was reported.